Event description:
The customer reported that their pump screen was dark and would not turn on, and the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting steps without success, including using different charging cables and wall adapters. The customer reverted to an alternate pump for insulin therapy.